Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 549 mg/dl. Customer had chest pain, pain in the arm, numbness from the tip of the nose and eyes to under the rib cage, pain in the right side. Customer started feeling bad after supper and woke up vomiting a couple of times. Customer had a stomach virus, high blood pressure, high blood sugars, and hyperglycemia. Customer was treated and released. Customer was wearing the pump at the time of the 911 call. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.